Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented their system controller with a complete white screen when pushing the display button. No parameters were visible/readable anymore. The pump was working as expected, with no further technical issues. No alarm messages were displayed. The system controller was exchanged.

Manufacturer narrative:
Section a2-a4: patient information was not provided. Manufacturer's investigation conclusion: the reported event of a blank white system controller screen was confirmed. The returned system controller (serial number: (B)(6) was connected to a test power module and system monitor and a blank white screen on the system controller was observed. The system controller audio alarms and other visual indicators were found to function as intended. The controller was connected to a test pump and operated a mock circulatory loop without issue. Aside from the blank white display, no other issues were observed during testing. The lcd screen was replaced with a test lcd screen and the display issue resolved. After replacing the lcd screen, the controller passed all testing without issue. The reported event was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. G) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.